Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading at the time of the issue. The customer stated that the buttons were acting funny, and he had to press the esc button 6 times before he was able to reach the status screen. He stated that the issue had been occurring for a few days. The blood glucose reading prior to the customer biking was 171 mg/dl, and after biking, it was 155 mg/dl. He stated that the blood glucose reading should have been lower than that. He advised that the blood glucose reading was higher than normal. No significant events leading to the keypad issues were observed. He also reported that sometimes other buttons did not work, as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.